Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
The hospital reported that the hst iii system (3.8mm) did not deploy. The seal fail during loading / was left in the loader. Cannot unfold. The blue slider was not locked when unlocked. The seal did not make contact the patient's aorta. The white plunger was not pushed. A new hsk was used. No injury was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/12/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device with the unraveled seal and tension spring assembly was returned for evaluation. Blood was observed on the delivery device as well as the seal indicating an attempt was made to introduce the device into the aorta. The white plunger was fully depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal and tension spring assembly was observed outside the delivery device. Th seal was observed to be in unraveled state indicating an attempt was made to remove the seal from the aorta. No visual defects were observed. No measurements of the delivery device were taken due to the presence of blood. Based on the returned condition as well as the investigation results, the reported failure "activation problem" was not confirmed. The lot # 3000260542 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the hst iii system (3.8mm) did not deploy. A new hsk was used. No injury was reported.